Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was seen to be broken just below the catheter hub. There were no other visual defects noted during analysis. Functional inspection was not required as the defects was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter shaft was seen to be broken just below the catheter hub, therefore confirming the as reported event. The as reported as well as the as analyzed event of "catheter shaft broken/fractured during use" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an endovascular procedure in a patient with left middle cerebral artery stenosis, when the subject catheter was advanced to the lesion, the proximal between the subject catheter shaft and hub got fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure in a patient with left middle cerebral artery stenosis, when the subject catheter was advanced to the lesion, the proximal between the subject catheter shaft and hub got fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.